Manufacturer narrative:
Investigation is complete to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this pacemaker and lead were explanted due to a patient infection. No further adverse patient effects were reported.